Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the speakers are not working. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse), who spoke to the customer. The customer advised that there was no audio coming from the speaker at the pic ix station and requested a sound card. Based on the results of the analysis, it was determined that the product has malfunctioned, and the likely cause of the reported problem was the sound card. The rse provided a quote for a sound card, but there was no response from customer.